Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It has been reported that one unspecified bd¿ syringe has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the syringe stuck in the bottle and the plunger cannot be pressed. On 27-dec-2019, product surveillance received an email from customer regarding one (1) recothrom 5,000 iu vial (product code: 06064100, product lot: zac1815a) at the product did not work, when the physician wanted to reconstitute the product, the syringe stuck in the bottle and plunger cannot be pressed. Bottle was now quarantined at the pharmacy. They mentioned that, the physician tried a second kit and there occurred no problem. Date of event was unknown. Sample was available for evaluation. Patient involvement was unknown.